Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a : a1301 annex b: b01 annex c: c16 annex d: d03 annex g: g04070. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed dose cord in, and button pressed was confirmed. Received on 18-mar-2025, pca device was received unboxed and with paperwork. The unit was tested on asm, and it failed the dose request part of the binary switches test. Internal inspection revealed that the handset assembly harness connector was not properly seated. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed dose cord in & button pressed. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a1301. Annex g: g04070. Additional information: annex a: a0509. Annex g: g04063. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed dose cord in, and button pressed was confirmed. Received on 18-mar-2025, pca device was received unboxed and with paperwork. The unit was tested on asm, and it failed the dose request part of the binary switches test. Internal inspection revealed that the handset assembly harness connector was not properly seated. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed dose cord in & button pressed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed dose cord in & button pressed. There was no patient involvement.